Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10 mcg/ml at 3.668 mg/day and bupivacaine 20 mg/ml at 7.337 mg/day via an implantable pump. The indications for use were chronic low back pain and spinal pain. On (B)(6) 2018 it was reported the pump flipped with the side sticking out. The healthcare provider had trouble accessing the reservoir for the refill due to the pump being flipped. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostic and troubleshooting performed was an x-ray was done to confirm the flipped pump. The actions and interventions taken to resolve the issue was a pump pocket revision was completed on (B)(6) 2018. The catheter was noted to be patent and the issue was resolved. It was noted that the healthcare provider would not have further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.